Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod coil through the lantern, the pod coil unintentionally detached partially in the lantern and partially in the vessel. Therefore, the lantern was removed, and the pod coil was snared out. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.